Event description:
It was reported that the gears are worn and incomplete mesh from previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. At product evaluation investigation the cutter produced an incomplete mesh. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: the cutter failed the mesh test due to an incomplete cut. The cutter was returned to the customer unrepaired, as cutters are not repairable devices. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2022-00465, 0001526350-2022-00655.